Manufacturer narrative:
(B)(4).

Event description:
(B)(4) ¿ the dentist reported that near 4 months after the dental implant was installed in intraoral region 10#, its non-osseointegration was observed. 35ncm of primary stability was achieved, the patient presented bone type iii and immediate load procedure was performed.